Event description:
The customer reported a power cord problem. There was a short in the plug from the monitor.

Manufacturer narrative:
The ge service rep tightened the ac connections in the power plug, and verified proper system operation then rebooted the system successfully.